Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2011-00871. The patient received an scs system including two percutaneous leads from different lots on (B)(6) 2010. It was reported that the patient has been reprogrammed on multiple occasions due to invalid impedance measurements for several lead contacts. An x-ray was taken for further interrogation which revealed a slight migration of the patient's left lead. Surgical intervention will be undertaken at a later date to address these issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.